Event description:
Health professional reported 4 weeks after injection with juvederm voluma xc in the "cheeks", the patient developed swelling "lateral to the corner of the mouth". The patient was treated with "steroids".

Manufacturer narrative:
Medwatch sent to the FDA on 08/05/2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.